Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture occurred. The patient presented with chest pain. The 24mm in length, eccentric, de novo target lesion was located in the moderately calcified and 2.75mm in diameter left anterior descending artery. The lesion contained >45 and <90 degrees bend. Following pre-dilation, a 2.75mmx24mm synergy drug-eluting stent was advanced but was unable to cross the lesion. The device was removed and it was then noted that some stent struts were broken. The procedure was completed using another 2.75mmx24mm synergy stent. No patient complications were reported.